Event description:
It was reported that customer received a battery out limit alarm then received a blank screen display. Customer's blood glucose was 155 mg/dl. Customer was able to resolve blank display during troubleshoot and was advised that insulin pump was working as designed and battery cap would be sent as a courtesy. After customer received battery cap, another battery out limit was received without batteries being removed. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.